Event description:
It was reported that during rv lead extraction due to over- sensing and externalized conductor, several lead extractors were attempted but unsuccessful until a larger extractor was used. Patient's blood pressure started dropping during the extraction and blood in the pericardium was confirmed. Open heart surgery was initiated and a tear in the svc was found and repaired. Lead was replaced. Patient is in stable condition.

Event description:
Additional information from the initial event: low r-waves and loss of capture with inhibited pacing were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was found at 15.2-18.9cm from the distal tip. Internal insulation abrasion was found at 15.5-15.6cm and 7.4-8.2cm from the distal tip. The etfe coating was intact at these locations. At 7.4-9.5cm from the distal tip, the inner lumen was abraded through and the etfe coating of one rv conductor was damaged. The inner coil was exposed at this location. The cable conductor could make contact with the inner coil and contribute to the reported oversensing.